Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that the patient has been having problems with the device not working properly. Caller stated that sometimes the patient notices that the program itself changes on its own. Caller added that if the patient goes up to 2.4 and then dials it back down, the stimulation doesn't go back to the normal settings. Agent asked caller if there was any damage on the controller and caller stated no. Agent walked caller through checking the adaptive stim settings and confirmed that patient does not have adaptive stim programmed. Agent redirected caller to hcp in order to page a medtronic rep and provided nas number.